Event description:
It was reported that after numerous urinary tract infections and other complications (not specified), tests revealed that there was a piece of foreign material in the pt's bladder. The foreign material had to be surgically removed as it appeared to be a piece of catheter.

Manufacturer narrative:
No sample was returned for eval. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use which accompanies the device contains a warning: "on catheter, do not use ointments or lubrications having petrolatum base. They will damage latex and may cause the balloon to burst." It also states that the recommended inflation capacities for the 5 cc balloon is 10 ml sterile water and this amount should not be exceeded. It is not known the amount of water used to inflate the balloon. Additionally, the instructions for use states "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the pt. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).